Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h.10

Event description:
It was reported bd microlance¿ 3 needle had foreign matter. The following information was provided by the initial reporter: "we noticed that we have a piece of rubber in the syringe."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 220201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, particulates were observed within the syringe fluid pathway, confirming the reported issue; however, the affected needle product sample was not provided.

Event description:
It was reported bd microlance¿ 3 needle had foreign matter. The following information was provided by the initial reporter: "we noticed that we have a piece of rubber in the syringe."